Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was read as high on bg meter. Reportedly, the customer administered a correction bolus via pump, change the pump supplies and administered manual insulin injection to address elevated bg level and continued to use the pump for insulin therapy.